Event description:
Following difficulty dilating a stenotic cervix for a novasure endometrial ablation the physician rec'd an unsuccessful cavity integrity assessment (cia) test. A laparoscopy was done and a "small perforation [was seen] on the posterior fundus of the uterus." Additionally, "quite a lot of endometriosis [was] present". No treatment was needed for the perforation and the pt was discharged home. On (B)(6) 2011 the physician reported the pt is "going to be fine". A hysteroscopy, dilatation and curettage (d and c), and sounding with a metal sound, (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessement (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).